Event description:
It was reported that while preparing case examples gathered by boston scientific representatives requested by a physician whom was conducting an ep 101 presentation, the boston scientific representative reached out to technical services (ts) to better understand the case examples. Upon review, it was found that the implantable cardioverter defibrillator (ICD) exhibited undersensing of ventricular fibrillation (vf) causing a delay in shock therapy. The device successfully delivered and converted the patients vf. As a result, the device was reprogrammed. Subsequently, after the reprogramming occurred, there was oversensing of noise signals on the right ventricular (rv) channel with pacing inhibition of greater than two seconds observed, storing a non-sustained ventricular episode within the ICD. No programming changes have been reported at this time. The ICD remains in-service. No adverse patient effects were reported.